Manufacturer narrative:
Correction: in the initial report, it was submitted that the lot number was unknown and that the serial number is (B)(4). The correct information is that the lot number is 33691 and the serial number is unknown. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant after a dog jumped on her. During visual inspection of the device it was observed with no apparent damage. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% visual inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: trauma from dog jumping on chest, left breast implant rupture. Concomitant products: mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3543007, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. The patient¿s left breast prosthesis ruptured after a dog jumped onto her chest. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 275cc gel breast prosthesis on (B)(6) 2020.